Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant downstream occlusion alarm" was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor calibration values slightly out of specification. The force sensor no tube and force sensor scale factor calibrations will be completed in the repair process to address this issue. Should additional relevant information become available, a supplemental report will be submitted.